Event description:
During a dental impression procedure with impregum f, mfg by 3m espe ag, the pt experienced swelling, tingling, sticking and insensibility and headache. Onset of symptoms occurred during the 5 minutes in which the impression was in the mouth. It was reported that the pt was treated with antihistamine (benadryl) but there was no hospitalization needed. According to the report, symptoms persisted for 14 days, but at the time 3m espe ag was made aware of the incident, the pt had fully recovered. The pt was reported to have experienced a reaction to impression materials (compostion not specified) in 1993 and again in 1997 or 1998. The reaction noted in 1997/1998 was to a different chemical class of impression materials, silicone. Further dental materials used in the treatment were a stainless steel impression tray, temporary crown and bridge material, dental cement, aluminum crowns and a temporary filling material.